Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an allergic type of reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The patient reported having an allergic type of reaction consisting of a swollen lip, after having a temporary bridge placed on the front lower teeth. The dentist provided details regarding the anesthetic used and the dates the patient was seen. Patient sought treatment from their medical doctor in regards to the swollen lip. An allergy test has not been completed at this time and it is unknown if an allergy test will be conducted. We cannot determine if our product did or did not cause this allergic type of reaction, therefore we will report this incident out of an abundance of caution. This material is not sold in the USA; however, (B)(4) distributes a comparable product.

Event description:
This event took place in (B)(6). The patient experienced an allergic type reaction of a swollen lip after a temporary bridge was fabricated with prevision temp material and placed on the lower anterior teeth. An allergy test has not been completed at this time and it is unknown if an allergy test will be conducted. This material is not sold in the USA; however, (B)(4) distributes a comparable product.